Event description:
Xigris was ordered for the pt, and a new line was placed and confirmed by chest x-ray. Xigris was hung at 23:00 at a rate of 9.35 ml/hr. The medicine was to infuse over 5.35 hours. At 3:00, the pump was beeping and the rn checked the pump. The rate was still set for 9.35 ml/hr, but the volume infused showed 46.75 ml. The pump displayed a cassette malfunction message, but the nature of the message was not specified by the nurse in the incident report. The pt's physician was notified, and pt was monitored for signs and symptoms of bleeding. There was no injury to the pt.